Event description:
It was reported that the pump module received an error code. There was no reported patient involvement.

Manufacturer narrative:
Corrected g4, h6(method, results, conclusion), h10. A review of the device history record for sn (B)(6) was performed from the date of manufacture 05/12/2011 to the present date 10/01/2020 and note that this device has been returned for service three times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the pump module received an error code. There was no reported patient involvement.